Event description:
Event description guidant received information that this lead was not successfully implanted due to helix issues. After placement, the lead impedance was greater than 2000 ohms. Attempts to reposition were unsuccessful as the helix would not retract. Another lead was successfully implanted without issues.